Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (1000mcg/ml, unknown dose) in an implantable pump for an unknown indication for use. The patient experienced an infection. It was unknown if the infection was in the pump pocket or around the catheter. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed were also unknown. The entire system was explanted on (B)(6) 2016. It was unknown if the issue was resolved. The patient status was unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies to this event at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-nov-09 the pump model and serial were provided. The catheter information and implant dates were noted as unknown. The pump delivered lioresal 1000 mcg/ml at a dose of 192.1 mcg/day. On (B)(6) 2016 the dose was decreased to 6.3 mcg/day. The elective replacement indicator was 37 months. The infection location, cause of the infection, and resolution of the infection were all reported as unknown. The pump was reported being returned.

Manufacturer narrative:
Analysis identified no anomalies with the (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.